Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. The field service engineer (fse) remotely troubleshooted was conducted with customer via phone, teams, and text after a drawer failure progressed from a single pocket to row d and ultimately drawer 2.2. Firmware was pushed through the remote support services (rss) dashboard, and row d was confirmed present in diagnostics. The drawer was tested, row board and rear controller connections were checked and reseated, and debris was removed from beneath the pockets. One pocket in the last row exhibited a slow-opening lid; user later replaced the pocket, resolving the lid issue. Initial findings indicated row d was not on the bus, which was corrected during troubleshooting. The system was tested under hardware test application. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a row of half height cubies failed with the error message "device not detected on bus." Initially, the drawer failed but was able to be recovered. However, when attempting to recover the cubies, no improvement was observed, and the drawer repeatedly opened without resolving the issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.